Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with an overinfusion was not confirmed nor reproduced. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
The facility representative reported a colleague infusion pump which experienced an overinfusion. This event occurred during delivery. The facility representative reported customer involvement but no report of patient injury or medical intervention. The software version for this device is currently unknown. No additional information is available.